Event description:
Review of the download data of a (B)(6) old male patient revealed several 'gel previously released' flags. Zoll customer support contacted the patient who reported several check belt messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags/check belt messages) has been confirmed. Upon evaluation, the pulse wire and the gel fire wire in the cable running from the distribution node to the rear therapy electrode (te) were broken. The cause for the check belt messages is the damaged pulse wire. The cause for the gel previously released flags is the damaged gel fire wire. The root cause for the damaged wires cannot be positively identified but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt.